Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device was not returned from the site, no further investigation is possible at this time. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide a supplemental report as applicable.

Event description:
On 30 sep 2021, a perceval valve pvs21 was implanted to replace trifecta 21mm. The perceval valve was eventually explanted on (B)(6) 2021 due to artificial valve dysfunction. No further information was provided from the site regarding the event reported.

Manufacturer narrative:
Unknown device disposition.

Event description:
On (B)(6) 2021, a perceval valve pvs21 was implanted to replace trifecta 21mm. The perceval valve was eventually explanted on (B)(6) 2021 due to artificial valve dysfunction. No further details are available at this time.